Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 156 mg/dl. Troubleshooting was done. Customer stated the motor error occured 5 times in the last 30 days. The alarm history showed that the insulin pump alarmed motion position encoder error. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Insulin pump passed prime and compromised force sensor alarm test and basic occlusion test. Insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Unable to confirm motion position encoder alarm in alarm history due to displayable history check failed on start up alarms in alarm history. Displayable history check failed on start up alarms due to corrupted history files. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.